Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12 april-2024, it was reported that 29-mar-2024 customer experienced blockage was in the tubing. Within 3 hours of abdomen insertion customer noticed symptoms. Additionally, location site was regularly rotated. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.